Manufacturer narrative:
Date of event: date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that they walked through the new machines at the airport and their entire body went haywire. They had to be taken by ambulance to the hospital because they couldn't drive. No further device issue alleged / identified. No further patient symptoms or complications were reported.